Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported that the unit is turning on by itself and the battery is not charging. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for part ID for user interface (ui) assembly and power management (pm) board. Product support provided the part ID's to the customer.

Manufacturer narrative:
G4:11jan2021 b4:(B)(6) 2021 h11 the biomedical engineer replaced the power management (pm) and motor controller (mc) board to address the reported issue. No other fault was noted at time of service. The battery was replaced on (B)(6), 2020. The unit is back in service. After further review of this complaint. It was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03508 was submitted. All information will be submitted under the reported MFR report# 2031642-2020-03508. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.